Manufacturer narrative:
Further information was requested but not yet received.

Event description:
It was reported that during an implant procedure, the right ventricle (rv) lead insulation was damaged. The rv lead was not used, and a new lead was replaced and implanted successfully. The patient had no consequences throughout the procedure.

Event description:
New information received that right ventricle (rv) lead was damaged due to over-torqued. The insulation damaged was confirmed by the physician's visual examination.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece with the helix found extended and clogged with blood/tissue. Final analysis via visual examination found the outer lead insulation was wrinkled at the distal region of the lead consistent with procedural damage. The cause of the reported event was due to procedural damage.